Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported customer was admitted to the hospital for dka. Caller reported ambulance was called; is unsure of any other assistance or treatment to the customer. Customer reportedly had a blood glucose reading of 796 mg/dl; was treated with IV of fluids, humalin-r insulin, and levoset. Caller alleges device may not have been delivering properly. Requested return of the alleged device for evaluation.